Event description:
It was reported that the device packing was opened by the surgeons where it was noticed first time, that active blade was not in proper position, so it was not used. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. (Evidence that the blade had been used) this blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the active blade of lcsc5 was not in proper position, once the packaging had been opened. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. (B) (4).